Event description:
This event involves a finding of two pts who tested positive for the same species of mdro e - colis on the same nursing unit. Upon further investigation, it was noted that both pts had ercp in the endoscopy suite with the same endoscope. Pt (B)(6) was scoped on (B)(6) 2012. Pt (B)(6) was scoped on (B)(6) 2012. The endoscope was last used (B)(6) 2012 and removed from service. The tip of the scope cultured positive for the same bacteria, notwithstanding standard high level disinfection processes between each pt. Additionally, the scope was found to be growing enterococcus at the mid outer scope area. The equipment was sent to the MFR for testing. The MFR determined that there were microscopic fissures in the tip and/or seal that was harboring the bacteria. It was determined that 10 add'l pts had been scoped between (B)(6), and those pts are being notified. Although no further adverse results are identified we will offer the involved pts free testing if they so choose.